Manufacturer narrative:
Device was not returned for evaluation. The manufacturing documents have been reviewed and found to be according to specification valid during the time of production. Root cause can not be investigated as no product was returned. Corrective/preventive action is not required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Instrument does not coagulate. Generator in use during procedure: gn200 / lektrafuse hf generator bipolar serial number (B)(4).